Event description:
It was reported that asymptomatic patient presented for routine follow-up. Change in pacing lead impedance, no sensing and loss of capture were noted. It was found that the lead had dislodged. An attempt was made to reposition the rv lead but was unsuccessful. Lead was extracted and replaced. Patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly was found.